Event description:
It was reported that the battery on the insulin pump is not lasting; the last 2 batteries have lasted less than 2 days. It was stated that with the first battery the insulin pump did not alert for low battery before the device shut off. Battery indicator does show less than 2 bars. Customer does not wear the sensor, customer does not perform excessive button pressing, backlight is not used frequently and rewinds are not daily. Blood glucose value is 7.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.